Event description:
Healthcare professional reported ¿left side deflation¿. Device has been explanted.

Manufacturer narrative:
Device photo evaluation: visual analysis of the identified photos: apparently the unit has an opening because there is no fluid inside the shell but cannot be confirmed due to photo quality and labeled as left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported ¿left side deflation¿. Device has been explanted.